Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "arterial line attempted right radial artery by the srna. Placement with ultrasound. Wire threaded easily. When inserting catheter over wire, it was noted to meet resistance and bunch up. Upon pulling back the catheter over the wire, it was noticed that half the catheter had sheared off below the skin." The patient required a radial artery cut-down to retrieve the part of the catheter that broke off. The patient's current condition is reported as "discharged from the hospital as the surgery was last week."

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of catheter separated during use was able to be confirmed by the photo as it revealed a complete separation of the catheter body. Approximately one third of the catheter body had remained on the catheter hub. The appearance of the damage is consistent with the catheter being retracted back over the needle bevel during use; however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: once the catheter is partially threaded off the needle, do not attempt to advance needle into catheter again - this may cause catheter damage. Do not attempt to remove needle protection assembly from needle." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "arterial line attempted right radial artery by the srna. Placement with ultrasound. Wire threaded easily. When inserting catheter over wire, it was noted to meet resistance and bunch up. Upon pulling back the catheter over the wire, it was noticed that half the catheter had sheared off below the skin." The patient required a radial artery cut-down to retrieve the part of the catheter that broke off. The patient's current condition is reported as "discharged from the hospital as the surgery was last week."